Event description:
The customer reported that she was at the hospital due to gaastric sleeve surgery and was kept off the insulin pump for 2 days. She stated that her blood glucose was high due to the surgery. The customer requested assistance to change basal settings. Customer's blood glucose was 270 mg/dl. Advised the customer to follow up with health care provider if current settings need to be changed. Assisted the customer with programming the basal rates. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).